Manufacturer narrative:
The insulin pump was received with intermittent button response due to partial unlocked lcd keypad connector noted during visually inspect. Unable to perform all functional testing including the displacement, operating currents, error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify no reservoir alarm due to buttons not responding.

Event description:
The customer reported via phone call that the insulin pump received a error message. The customer's blood glucose level was unknown. The customer also reported that it was not recognizing reservoir. The device will not be returned for analysis.